Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 1 of 2: other mfg report number - 1651501-2017-00002. It was reported that after the patient had a reverse shoulder procedure, the surgeon found a dissociation of the glenosphere component from the glenoid component. Date of initial surgery - (B)(6) 2016. Date of revision surgery - (B)(6) 2017. Additional information was requested. No additional information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on february 8, 2017. The investigation included: methods: review of device history records, review of complaints history. Results: the device was not returned and a revision surgery is scheduled for (B)(6) 2017. The outcome of the surgery is unknown. It is unknown if there was injury or any other traumatic events leading to the discovery of the issue. DHR review; the review of manufacturing records for product released for distribution with component lot# qj0079 found no evidence of nonconformance that could have caused or contributed to the reported event. Complaints history; a review of complaint records showed that since product inception in 2013, 16 complaints have been received for gls-0960-xx glenosphere disassociation, disengagement or loosening. During this period of time, there have been (B)(4) rss surgeries performed. This represents (B)(4) overall failure rate. An adverse trend has been identified conclusion: the root cause could not be determined. Previous instances may have been caused by improper seating and poor engagement to the baseplate.